Event description:
It was reported that the device had a force sensor test failure. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis. Service history identified no previous related repairs. The event history log review identified: force sensor test, check syringe plunger sensor, travel coarse error and travel reverse errors. The reported issue was verified through visual inspection, power test and force sensor test. The probable cause was found to be a heavy leftward impact to the forward-right edge of the plunger head from a drop, causing warping in the head mount. The plunger case left, plunger case right, plunger head mount and pin dowell were all replaced to fix the reported issue. The pump was recalibrated and passed all performance verification testing.